Manufacturer narrative:
A review of the complaint history log, show only one other needle stick complaint in the last 10 years.

Event description:
Cutomer complaint was received on (B)(6) 2023 relating to a needle stick while using the dental needles. The end user experienced a needle stick through the needle cap during operatory clean up. The incident occurred in (B)(6) 2022 but was not reported january 2023. After using the needle on the patient, the user recapped the needle and during operatory clean up, the needle poked through the cap which resulted in a needle stick. The patient was immune compromised and the user had to take anti-retroviral drugs and receive periodic blood tests. The user indicated that the same incident happened again on (B)(6) 2023 but the needle was not used. The user is concerned that the needle is poking through the side of the cap.